Event description:
It was reported that during a angioplasty and stent placement treatment procedure the markerband was loose. The moderately calcified lesion was located in the moderately tortuous common iliac artery. The lesion was pre-dilated with an unspecified balloon. The physician advanced and successfully implanted the epic biliary self-expanding nitinol biliary stent in the intended location with no issues. It was noted on x-ray that the distal markerband was loose, however, the epic stent delivery system was removed intact from the patient. The procedure was completed with this device. No patient complications were noted and the patient's status was reported as 'stable'. This product is only ous approved but it is similar to an approved us device.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.